Event description:
Radiation therapist used a sample of a skin marker for treatment planning on a chemotherapy patient, and when it was removed, it tore off some of the patient's skin with the skin marker.